Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on (B)(6) under wo #269844 & 269837 and shipped on (B)(6) 2020. Manufacturing record review: DHR's 269844 & 269837 were not available for review. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint unit was returned on repair on log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the unit was evaluated, confirmed to function free of issues, and returned to the customer. No further corrective action is necessary, as the complaint condition was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report forwarded by service & repair- repair order stated " patient was burned, maybe to user error. Customer want to make sure unit is calibrated and operating correctly. Hand control used was 75530 by symmetry" . Repair order (B)(4). 1216677-2021-00141 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Report forwarded by service & repair- repair order stated " patient was burned, maybe to user error. Customer want to make sure unit is calibrated and operating correctly. Hand control used was 75530 by symmetry" . Repair order (B)(4). Leep precision generator lp-20-120 (B)(4).